Event description:
It was reported by customer's wife that the insulin pump over delivered insulin. The customer experienced a low blood glucose of 29 mg/dl. Customer was treated by his wife (nurse by profession) with a glucagon shot. His wife found him crawling on the floor. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.